Event description:
It was reported that the patient had high impedances on the left lead and low impedances on the right lead. X-rays confirmed the left lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.